Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the last week or so, they've been having issues where when they were laying on a certain site on their back, it felt like the ins was going to poke through their back and that starting about 3-4 days ago, 60-70% of the day, they felt like they were being tased down in their private area, right at the tip of where the urine would come out. The patient denied having had any falls or traumas that could have led to this issue. Patient stated initially they had discovered thattheir stimulation had only been at 0.1 ma in the beginning and so they'd increased their stimulation to 1.4 ma and that helped with their frequency but every once in a while they would get the "tasing" sensation, but not too often. Patient stated the feeling like they were being tased 60-70% of the day began 3-4 days ago. Patient stated their wife suggested "it could be shorting" so the patient thought they'd call patient services to inquire about the issue. Patient services redirected the patient to follow up with their health care provider (hcp) but reviewed stimulation considerations with the patient and offered to walk the patient through connecting to their settings. The patient began to walk through connecting and the patient stated "like now, just felt the tasing sensation." Patient services reviewed positional stimulation with the patient and asked the patient if they had just moved or changed positions. The patient stated that they had just sat down in their recliner that they had near their tv to grab the external devices as they kept them near that area. Patient grabbed their external devices and was able to connect to see their settings. The therapy was on and the patient was on program 1 at 1.4 ma. Patient services reviewed the patient they could consider bringing the stimulation down a little bit but noted to the patient to turn the therapy off if the issue persisted and redirected the patient to follow up with their managing health care provider to check the implanted system. Patient stated they planned on calling their health care provider (hcp) post their conversation with patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.